Manufacturer narrative:
This event was reported by bsc sales rep. The initial reporter facility name is: (B)(6) center. Device code a0401 captures the reportable event of thumb ring break.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During preparation, the thumb ring broke. Another trapezoid rx basket was used and completed the procedure. There were no patient complications a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.